Manufacturer narrative:
PMA/ 510k = k160229. The echo device was not returned for evaluation; therefore the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). The notes section of the instructions for use which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". A review of the manufacturing records for echo-hd-22-ebus-o-c devices of lot# c1253628 did not reveal any discrepancies that could have contributed to this complaint issue. From the information provided: ¿no harm was reported to the patient.¿ complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
It was reported that when they were ready to advance the needle into the node, the needle broke off in the patient. The needle was retrieved using biopsy forceps.